Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/ 1650de / manufacturing date: 04/30/2015 / expiration date: 04/30/2016.

Event description:
It was reported that the batteries connected to the controller a few times a day signals as if they were being connected to the controller. The signal is very short. After the signal stops, operation is normal. During the first few days it happened only once a day and later it happened up to four times a day. The batteries were replaced.

Manufacturer narrative:
(B)(4) - battery / catalog number 1650de, (B)(4), yes, returned to manufacturer - 04/06/2017, (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It was reported that the batteries would give out signals as if they were (being) connected to the controller. Two batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the unit passed functional testing but failed visual inspection due to an illegible release indictor on the output cable. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. The most likely root cause of the illegible indicator on the output cable can be attributed to patient use or due to wear. This observation is not related to the reported event. The reported power switching could not be replicated during the analysis of both batteries. The connection between the batteries and a controller was stable. Controller log files were not submitted or available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with alleged "signals" or beeps are most often attributed to momentary disconnections between the controller and power source. Momentary disconnections will result in audible tones. Heartware is investigating momentary disconnections between the controller and batteries. The reported event could not be duplicated during the analysis of the batteries. Log files were not submitted or available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered;  events with alleged "signals" or beeps are most often attributed to momentary disconnections between the controller and power source. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.